Event description:
It was reported the pt has not charged for over six months and external devices are unable to communicate with the ipg, and the pt does not have stimulation. It was reported the pt has requested a replacement ipg.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.